Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. It was also reported that damage to the pump housing caused difficulty loading cartridges. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.